Manufacturer narrative:
Testing and investigation found evidence of smoke residue on the main chassis and fluid ingress. The probable cause was due to fluid spillage which damaged components of the power supply pwa and caused the smoke residue inside the case. The components are part of the incoming ac power which allows the battery to charge. The probable cause for fluid spillage is due to use of the device in the customer environment. The customer's report of device battery not charging was confirmed. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device battery was not charging. During testing at the user facility, it was confirmed that the device did not charge and the power supply had black material on it from a possible spark. There were no known reports of any pt involvement, adverse pt events or delays in critical therapies while the device was in clinical use.